Event description:
It was reported that during a pacemaker implant procedure, the external pulse generator in use (epg) shut down. The patient had no side effect, no complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).